Manufacturer narrative:
A test reservoir was installed and did not lock in place due to partially broken reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, scratched reservoir tube window and dog chew marks on the case and reservoir tube lip.

Event description:
The customer's spouse reported via phone call that the insulin pump had dog chew marks. The customer's spouse reported that the reservoir would not stay in place. The customer's blood glucose was unknown at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.